Event description:
The report states that the pt underwent a laparoscopic procedure for adhesiolysis of the small intestine in 2002, and intergel was used. The pt reports that the onset of symptoms was 12 hours after the surgery (on 1/02) when pt found two small growths (of the dimension of apricots) out of two surgical entrances which caused pt a burning pain. After 24 hours the effusions spread one from the left iliac fossa to the greater lip of the pudendum, and the other from the right hypochondrium to the right side and back. The burning pain followed the effusions and both diminished in about one week and stopped in about 20 days." Also reported was "high fever" on 2 days later. The pt reports that on 2 days later pt underwent "laparoscopic adhesiolysis (as pt could understand that was due to a perforation occurred during the first operation)" and intergel was again used.